Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2024 after using it for 1.5 days. The glucose level was in between 170-180 mg/dl. No further information available.